Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis investigations confirmed the customer-reported complaint. Failure analysis found the instrument to have a loose grip cable at the distal end. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additional observations not reported by site: the instrument housing was removed and was found to have a cracked clamping pulley, likely causing the grip cable to become loose. This failure is typically attributed to mishandling/misuse. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. This failure is typically attributed to mishandling/misuse, for example by improper cleaning/reprocessing techniques, such as insufficient flushing.

Manufacturer narrative:
Based on the claim against the cadiere forceps by the customer noting the instrument would not open, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the cadiere forceps instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the cadiere forceps instrument would not open. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.